Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had no delivery. The customer¿s blood glucose was 20 mmol/l. The customer¿s mother reported that they had no delivery alarm. It was reported that the insulin pump was replaced due to motor error. It was reported that while reservoir was out of the insulin pump had customer used the manual plunger to push insulin and the insulin exited. It was also reported that the insulin pump did not alarmed. The reservoir will not be returned for analysis.